Event description:
It was reported that patient underwent a reimplant procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components from the previous device were explanted. Additional information was received. Previous device was explanted due to infection. No adverse patient effects.